Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear of the acetabular liner and osteolysis after being implant for over 10 years. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation, this patient had right total hip replacement (B)(6)2012. They had revision surgery (B)(6) 2023, approximately 10 years 7 months after their initial procedure. Postoperative diagnosis failed right total hip replacement arthroplasty. Surgeon noted the patient had polyethylene wear and extensive osteolysis and synovitis. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6) 122-65-25 - 6.5mm acetabular bone screw 25mm, (B)(6) 122-65-35 - 6.5mm acetabular bone screw 35mm, (B)(6) 164-01-16 - element-stem, collarless w/ha, std offset, sz 16, (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm, (B)(6) 180-01-60 - nv crown cup clstr hole 60mm group 4.

Manufacturer narrative:
Corrected: b1, b2, d10, g contact name and h6: clinical codes, impact code, problem code and component codes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, e. The most likely underlying cause for the revision reported is a combination of risk factors specified: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.